Event description:
During a remote follow up, episodes of myopotential oversensing resulting in a loss of biventricular pacing were noted on the device. Technical support was contacted and noted post paced t wave oversensing. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.